Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient was getting a connection lag at 90% between the personal therapy manager (ptm) and pump and it had been ongoing since implant of the current pump. Agent reviewed steps to clear data from the handset (data was at 6.38 mb). After clearing data the patient was able to immediately connect ptm to pump with no lag. The troubleshooting steps that were taken on the call resolved the issue. The hcp mentioned that she had other patient's with ptms that had the same lag at 90% and that she planned to share the steps to clear the data with them.